Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported the unit had a system malfunction during boot-up. There was no report of patient involvement.